Manufacturer narrative:
(B)(4). The customer indicated the set is not available for evaluation. The customer's report of leak could not be confirmed. The root cause of this failure was not identified.

Event description:
Received report that: "the valve was leaking when used with a specific drug; the brand name veletri (epoprostenol) for injection therapy." There was no pt or user harm reported and no medical intervention was required. Customer stated that no further pt or event information is available.